Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed the battery cap threads were stripped. This is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.